Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05215, 0001822565-2018-05216, 0002648920-2018-00741 , 0001822565-2018-05682, and 0001822565-2018-05683. Concomitant medical products: femoral component size c left catalog#: 00599601351 lot#: 60357276, articular surface size cd 12 mm height catalog#: 00596203012 lot#: 60481258, stemmed tibial component precoat size 3 catalog#: 00598003701 lot#: 60654639, taper stem plug catalog#: 00596009900 lot#: 60661496. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient has recently experienced pain, swelling, and limited range of motion. No revision procedure has been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A medwatch for this event was previously sent on 0001822565-2018-05682, but the MFR number has been corrected and will now be sent on 0002648920-2019-00338.